Manufacturer narrative:
(B)(4). The insulin pump was received with a minor scratched lcd window, broken reservoir tube lip, missing reservoir tube o ring, cracked case at the display window corners, cracked case at the reservoir tube window corners, cracked reservoir tube window, cracked belt clip slot, stained end cap sticker and cracked battery tube threads. A test reservoir was installed but did not lock in place due to the completely broken reservoir tube lip.

Event description:
The customer reported via phone call that the piece that holds the reservoir was loose. The customer's blood glucose level was unknown. The customer was advised to replace the pump and replacement pump will sent back to the customer. The customer will return insulin pump for analysis.